Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate1 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ two complete drawers failed a review of the device history record for (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer troubleshot the drawer, ejected cubies from drawer 6.2, removed trays, cleaned debris, removed and replaced the row board cable, reseated all cables, reassembled, rebooted, and tested the system. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer was not detected on the bus and the error persisted after rebooting three times. The customer had a workaround in place for when a medication drawer failed. However, during the failure, they were unable to remove medications from the affected drawer. There were no adverse events or injuries reported based on this incident.